Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26dec2019.

Event description:
The customer reported air valve liftoff failure, referencing error air valve liftoff failure: measured liftoff less than 180 or greater than 500 steps, and there was a key pad issue with a few keys were intermittently not working. There was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the reported issues. The manufacturer¿s field service engineer (fse) replaced the (pcba) printed circuit board assembly blower motor controller, and overlay keypad address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened and an investigation will be performed.